Event description:
This report is to advise of a fracture found in the catheter during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image of a display screen was also submitted to product performance engineering for evaluation. The image submitted with the returned device appears to show noise on the abl d-2 signal. Visual inspection of the returned device revealed that the catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. Electrode 1 read as an open circuit during electrical testing, consistent with the reported event. Further testing revealed that conductor wire 1 was fractured at the location of the fracture in the shaft material, consistent with the open circuit detected. In addition, electrodes 2-4 met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.